Event description:
It was reported that the c0510 5mm obturator malfunctioned. There was difficulty passing the obturator through the sheath and it popped through suddenly and perforated the bowel. General surgeon performed a laparcotomy to repair bowel. No further information could be obtained.